Event description:
A hosp nurse reported that the distal tip of a pediatric operating sheath with a cermaic beak fell into a pt's bladder during a pediatric cystoscopy procedure. The nurse mentioned that the piece was successfully retrieved with a grasper after approx 20 minutes. She is unsure if treatment or hospitalization were required as a result of the occurrence.